Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (model pcb00 +22.0 diopter), the surgeon saw a very small black thread-like foreign body under the lens, peripherally, at the optic/haptic junction. Reportedly, the surgeon tried to aspirate the foreign body but it was really stuck on the backside surface of the lens. The surgeon decided to leave the foreign material in the eye and do a follow up visit in 2 weeks. The patient was reported as not having problem with the eye and not being affected by this. No further information was provided.